Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The customer has reported that the x-ray confirms a femoral neck fracture of the implant (exeter stem) with a good cement mantle around the rest of the femur. No problems with the acetabular component.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed following visual inspection. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), the report noted: the damage observed on these surfaces is consistent with explanation damage. The damage observed on these surfaces is consistent with damage resulting from cement mantle break down and explanation damage. Explanation related damage is observed. The exeter neck fracture surface was analyzed under a scanning electron microscope (sem) for further evaluation a material analysis report concluded: explantation related damage was observed on the v40 femoral head. The exeter stem fractured in fatigue with the origin at or near the prehension hole side wall. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the surfaces examined -medical records received and evaluation: a review by a clinical consultant noted: normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. This case cup has almost no anteversion and this renders the arthroplasty very vulnerable to impingement between cup rim and neck of stem in flexion and/or internal rotation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: cup malposition in almost absent anteversion has contributed to an overload condition in the arthroplasty ultimately ending in a fatigue neck fracture. If additional information becomes available, this investigation will be reopened.

Event description:
The customer has reported that the x-ray confirms a femoral neck fracture of the implant (exeter stem) with a good cement mantle around the rest of the femur. No problems with the acetabular component. Update: a review by a clinical consultant confirms malposition of an unknown trident shell.